Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70. Serial number: (B)(6). Batch/lot number: 21019322. Model/catalog description: infinion 16 lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2316-70. Serial number: (B)(6). Batch/lot number: 21019322. Model/catalog description: infinion 16 lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Sc-1132 (sn (B)(6)). Sc-2316-70 (sn (B)(6)). Sc-2316-70 (sn (B)(6)). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging and leads had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. Patient had good coverage postoperatively.